Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The surgeon and the pharmacist reported the following event : " during a surgery which consisted in implanting a long nail gamma, it was not possible to unlock the nail from the ancillary."

Manufacturer narrative:
Investigation revealed the subject product to be a concomitant item. The device did not contribute to the event. We reserve the right to reopen and update the file in case additional information will be received.

Event description:
The surgeon and the pharmacist reported the following event : " during a surgery which consisted in implanting a long nail gamma, it was not possible to unlock the nail from the ancillary".